Event description:
It was reported that this right atrial (ra) lead exhibited noise, and was capped/abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).